Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (angulated aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight months ago. It was reported that there was a type I endoleak seen on a recent angiogram from approximately three weeks ago. The angiogram showed that the stent graft was severely kinked in an angulated neck with 4mm of room between the renal arteries and the top of the bifurcated stent graft where the endoleak was observed. The decision was made to place a 28 mm diameter endurant aortic cuff proximally and this successfully resolved the endoleak; however, during removal of the delivery system, the tapered tip caught on the left extension limb and bent it over (there were two iliac extension limbs that were implanted at the same time and it is unknown which limb the tapered tip caught on. The physician relined the stent graft with a 16x16x82 endurant stent graft. No additional clinical sequelae were reported and the patient is fine.